Manufacturer narrative:
The lens was not returned. Only the replacement lens carton and the questionnaire were returned. The customer indicated the use of a qualified cartridge and viscoelastic. The root cause for the reported "needed a different diopter " could not be determined. Only the replacement lens carton was returned. Information provided that the 20.5 diopter lens was replaced with a 19.0 diopter lens. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, there was an unexpected outcome. The lens was exchanged for a different lens within 2 months after initial implantation. The final lens was 1.5 diopters less power than the initial lens. Additional information was requested.